Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): fast flow, infusion in 20 hours instead of 24 hours. Drug: fortum.

Manufacturer narrative:
(B)(4). No sample is available for investigation. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.